Event description:
It was reported that a patient with a preloaded toric monofocal intraocular lens (iol) experienced a myopic refractive surprise in the right eye (od) and the patient was dissatisfied. The post operative (op) refraction od: -2.75 vs -2.00. Therefore, the iol was explanted. There was no vitrectomy or incision enlargement required. It was unknown if sutures were necessary. No further information is available.

Manufacturer narrative:
Section a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6a: if implanted; give date: unknown/not provided. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. . All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.